Event description:
St. Jude medical called to report this lead was explanted and replaced with their lead. No reason was given. The clinic's patient records department was contacted and a request faxed. At this time it is unknown why this lead was explanted. No adverse patient side effects were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.